Event description:
It was reported that upon inspection, one of the pins in the drill is pushed into its base.

Manufacturer narrative:
H3, h6: the drill was intended to be used in treatment and upon inspection, one of the pins in the drill is pushed into its base. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. Attempt to pull the pin into its correct position and see if it "locks" into place, indicated that it was never fully seated at the manufacturer. If the pin does not "lock" then the "wings" on the pin are broken, signaling that the pin was forcefully pushed back and damaged. The pin was pulled into position using very small locking pliers. Once in position it was then slightly pressed upon to see if it would hold its position and it did not. The pin immediately recessed back into the connecter. Therefore, the pin has been damaged and was sent to repair to the OEM. The malfunction is most probably due to supplier / raw material fault.